Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulse field ablation. It was mentioned that during the procedure, when attempt was made for transseptal using the shaped versacross connect dilator within faradrive sheath, it failed to connect with fossa. So, the system was removed, and the dilator was reshaped within the faradrive sheath but still the issue persisted, no contact with fossa. During the process the versacross rf pigtail wire got bent. The attempt was made third time but no improvement. Thus, the device was replaced with faradrive fixed curve d1 system and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis as disposed. It was mentioned that rf was delivered, but the versacross rf wire was not able to cross. The rf wire kink may occurred anytime during these exchanges in the right atrium. As, the physician was not able to make contact with fossa upon first try at transseptal, the system was pulled out and more bent to the system was added, it was carried out till second try. The third try looked like decent contact so doctor applied rf on this try but wire did not cross to left atrium. Once the rf wire kink was noted, a fixed curve versacross kit was opened with a new rf wire and the fixed curve dilator and sheath were used instead of versacross connect system.